Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found flood inside cable which cause circuit board failure, cable twist, and loose head scope mount. A review of the device history record (DHR) found no deviations that could have caused or contributed to the observed no image. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that an image was not displayed due to faulty imaging unit. The cause of the faulty imaging unit could not be surmised. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the image from hd autoclavable camera head does not appear. The issue was found during preparation for use of an arthroscopic surgery. The procedure was completed using a similar device and the procedure was delayed slightly in order to replace the device and use of urology camera head. Due to the delay and the difference in camera head shape, it was difficult to use. There were no reports of patient harm.